Event description:
Per the field clinical specialist (fcs), the initial valve was deployed at nominal, resulting in mild paravalvular leak (pvl). The team pulled the wire to give echo a better view to assess the leak. The initial valve was re-crossed with j-wire and commander, however, the nose cone had trouble crossing the initial valve. The decision was made to remove commander and re-cross with al-1 and a j wire. Exchanged for pigtail catheter then exchanged for amplatz extra stiff. The implanter post-dilated with a 22mm true balloon, however, the wire was outside of the valve. When the balloon was deployed, the initial valve was crushed. The implanter re-crossed and advanced a non-edwards 10mm peripheral balloon to confirm it was through the middle of the valve. Post-dilated with a 23mm true balloon and re-expanded the initial valve. The valve position was above the annulus with a moderate pvl leak. A new commander was prepped and a new 23mm s3u valve was successfully deployed with no pvl.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The 3mensio showed that annulus area was 425.6mm. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of frame damage and malposition were unable to be confirmed due to unavailability of the medical report/ relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "the initial valve was deployed at nominal, resulting in mild pvl. The implanter post-dilated with a 22mm true balloon, however, the wire was outside of the valve. When the balloon was deployed, the initial valve was crushed. The implanter re-crossed and advanced a 10mm mustang peripheral balloon to confirm it was through the middle of the valve. Post-dilated with a 23mm true balloon and re-expanded the initial valve. The valve position was above the annulus with a moderate pvl leak. A new commander was prepped and a new 23mm s3u valve was successfully deployed with no pvl." In this case, the complaint valve was reportedly "crushed" because the 22mm true balloon was inflated during the initial post-dilation while the wire was outside the valve, instead of through the center. Consequently, available information suggests that procedural factors, such as the incorrect guidewire position and the crushed valve, may have contributed to the reported event. It is possible that the valve moved during the first post-dilation when it was crushed, leading to its observed malposition (above the annulus) after the second post-dilation or full re-expansion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (positioning issues) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.